Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset, guiding the caller through the process. After the reset, the error did not reappear, and the caller successfully started a new sensor session.